Event description:
Per the facility, the jaw of the instrument detached and a medical intervention was necessary to remove the jaw. No patient harm. The facility provided no further details of the event.

Manufacturer narrative:
Product has not been returned; therefore, product has not been evaluated.